Manufacturer narrative:
Concomitant medical products: dtba1qq ICD; 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was fractured with high impedance measurements on all lv4 polarity configurations. It was also noted that the patient experienced diaphragmatic stimulation caused by the lv lead. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.